Event description:
Plaintiff alleges severe and irreversible type I latex allergy. Plaintiff further alleges that as a result of her allergy, she has suffered and will continue to suffer severe emotional distress, physical injuries, including, but not limited to allergic rhinitis, itchy and watery eyes, hand dermatitis, facial swelling, shortness of breath and chest tightness, as well as great despair and loss of enjoyment of life. Plaintiff's husband alleges loss of consortium.